Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal. No changes were reported the patient was stable.

Event description:
New information received notes programming changes were made on the implantable cardioverter defibrillator (ICD) to restore normal parameters. The patient was stable.